Event description:
It was reported the remote monitoring transmission indicated that the right atrial (ra) lead impedance "spiked" to 1508 ohms sometime within the prior two days. It was noted that the impedance had typically been in the 400-500 ohm range. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.